Manufacturer narrative:
The short spine clamp was returned to the manufacturer for analysis. Analysis found that the retainer ring on the tip of the adjustment screw has been pulled off and was missing. The screw would be able to close the clamp but not open it. Analysis found that the reported event was related to a physical damage issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Additional information: UDI provided. Updated to proper value. Additional information: device manufacture date provided. Updated to proper value.

Manufacturer narrative:
Additional information: medtronic representative received additional information for event description and procedure type.

Event description:
Medtronic representative reported that the issue was found during lumber spinal fusion case. Procedure continued after switching the instrument to long spinous process clamp. The issue was found prior to be used to patient, not within anatomy.

Manufacturer narrative:
Patient information was unavailable from the site. UDI not available for this system at time of filing. Device lot number, or serial number, unavailable. Device manufacturing date is unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device being used for an unknown procedure. It was reported that the site had a spine clamp that was damaged and noted it had become disassembled. The issue occurred during a case. There was no patient harm associated with the event.